Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 128 mg/dl, 394 mg/dl, 154 mg/dl, 313 mg/dl. Tests were done less than 10 minutes apart with a difference 52%. Pt did not experience any adverse events. No further info has been reported.